Event description:
Per initial report, the home pt received a reload set 163 alarm and a check lins and bags alarm at the end of therapy. The home pt states that he had switched the heater bag with the supply bag. Proper procedures were reviewed with the home pt. Baxter's technical service center assisted the home pt in ending therapy early. No pt injury or medical intervention was indicated at the time of the initial report.